Event description:
It was reported that a homechoice (hc) experienced an increased intra-peritoneal volume (iipv) event. The device displayed an ultrafiltration (uf) volume of 28985ml and a drain volume of 30346ml and increasing. The reported values meet the criteria for an increased intra-peritoneal volume (iipv) event. After the home patient (hp) cycled the power off and then back on, the drain volume was still increasing. A swap of the device was initiated. The tsr discussed using continuous ambulatory peritoneal dialysis (capd) to complete therapy until a new hc device arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The device completed a short therapy successfully. The device also passed a seal, purge, and wet disposable integrity test. The reported issue was confirmed through an event history log review. The cause was determined to be an unexpected high ultra filtration (uf). Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.